Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a shoulder hemiarthroplasty for a humeral neck fracture. In the surgery, the surgeon proceeded procedures according to the surgical technique, but the liquid did not flow into the syringe. The surgeon followed the same procedures with the new product and was able to use it without any problems. The procedure was completed without any surgical delay. There was no harm to the patient. The device was brand new and the first use when the issue occurred.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.